Event description:
The report from hospital say: patient was diagnosed with 1. Cerebral hemorrhage, brainstem hemorrhage, and 2. Intracranial hematoma after puncture and drainage surgery. The patient lost consciousness and was unable to breathe autonomously. On the afternoon of (B)(6) 2021, a raphael color ventilator was used to provide respiratory support, and the operation was normal during this period. At 22:45 on (B)(6)2021, the ventilation volume of the ventilator alarm minute was too low. Upon checking the ventilator parameter settings, no abnormalities were found. The ventilator tubing was also checked for abnormalities, and the power and oxygen supply were normal. The reason for the ventilator alarm is unknown. The patient developed cyanosis, and the finger pulse oxygen saturation rapidly decreased to a minimum of 31%. The ventilator tubing was immediately disconnected and a simple respirator was given to assist breathing. The patient's finger pulse oxygen saturation increased to 98%. No abnormalities were found in the parameter settings of the ventilator. No abnormalities were found in the ventilator pipeline, and the power and oxygen supply were normal. After stopping the ventilator for about 15 minutes, the model lung evaluation showed that the ventilator was functioning normally. After reconnecting the patient, the ventilator was functioning normally, and the patient did not have cyanosis or a 98% oxygen saturation in the finger pulse. Consider the possibility of thermal protection for ventilators.

Manufacturer narrative:
The ventilator alarmed with the low minute ventilation during use. After the alarm, the simple respirator was immediately used for ventilation to fully drain the patient's airway secretions, and then the ventilator was connected and worked normally. Then the ventilator was tested and the equipment was found normal. Since this event occurred in 2021, the specific cause could not be identified. Additionally, the device was produced in 2015, and it has far exceeded its service life by 2024. The hospital was suggested to upgrade the device in time. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.

Event description:
The report from hospital say: patient was diagnosed with 1. Cerebral hemorrhage, brainstem hemorrhage, and 2. Intracranial hematoma after puncture and drainage surgery. The patient lost consciousness and was unable to breathe autonomously. On the afternoon of (B)(6) 2021, a raphael color ventilator was used to provide respiratory support, and the operation was normal during this period. At 22:45 on (B)(6) 2021, the ventilation volume of the ventilator alarm minute was too low. Upon checking the ventilator parameter settings, no abnormalities were found. The ventilator tubing was also checked for abnormalities, and the power and oxygen supply were normal. The reason for the ventilator alarm is unknown. The patient developed cyanosis, and the finger pulse oxygen saturation rapidly decreased to a minimum of 31%. The ventilator tubing was immediately disconnected and a simple respirator was given to assist breathing. The patient's finger pulse oxygen saturation increased to 98%. No abnormalities were found in the parameter settings of the ventilator. No abnormalities were found in the ventilator pipeline, and the power and oxygen supply were normal. After stopping the ventilator for about 15 minutes, the model lung evaluation showed that the ventilator was functioning normally. After reconnecting the patient, the ventilator was functioning normally, and the patient did not have cyanosis or a 98% oxygen saturation in the finger pulse. Consider the possibility of thermal protection for ventilators.

Event description:
The report from hospital say: patient was diagnosed with 1. Cerebral hemorrhage, brainstem hemorrhage, and 2. Intracranial hematoma after puncture and drainage surgery. The patient lost consciousness and was unable to breathe autonomously. On the afternoon of (B)(6) 2021, a raphael color ventilator was used to provide respiratory support, and the operation was normal during this period. At 22:45 on march 1, 2021, the ventilation volume of the ventilator alarm minute was too low. Upon checking the ventilator parameter settings, no abnormalities were found. The ventilator tubing was also checked for abnormalities, and the power and oxygen supply were normal. The reason for the ventilator alarm is unknown. The patient developed cyanosis, and the finger pulse oxygen saturation rapidly decreased to a minimum of 31%. The ventilator tubing was immediately disconnected and a simple respirator was given to assist breathing. The patient's finger pulse oxygen saturation increased to 98%. No abnormalities were found in the parameter settings of the ventilator. No abnormalities were found in the ventilator pipeline, and the power and oxygen supply were normal. After stopping the ventilator for about 15 minutes, the model lung evaluation showed that the ventilator was functioning normally. After reconnecting the patient, the ventilator was functioning normally, and the patient did not have cyanosis or a 98% oxygen saturation in the finger pulse. Consider the possibility of thermal protection for ventilators.

Manufacturer narrative:
The ventilator alarmed with the low minute ventilation during use. After the alarm, the simple respirator was immediately used for ventilation to fully drain the patient's airway secretions, and then the ventilator was connected and worked normally. Then the ventilator was tested and the equipment was found normal. Since this event occurred in 2021, the specific cause could not be identified. Additionally, the device was produced in 2015, and it has far exceeded its service life by 2024. The hospital was suggested to upgrade the device in time.